Manufacturer narrative:
After further review of additional information received, the following sections have been updated accordingly: b4, d1, d4, g4, g7, h1 and h2. Section b5: additional information received per the patient profile form (ppf) states that the patient experienced tilting of the filter, discomfort and mental anguish. The form states there was an unsuccessful removal attempt which left the device in place; however, the form also states that there has been no attempt to remove the device. The previously reported device was the trapease filter. The ppf form states the device was an optease filter. As reported, the patient underwent placement of an optease retrievable vena cava filter. The indication for the filter placements was not provided. At some point after the filter implantation, the patient became aware that the filter had tilted. The patient further reported having experienced discomfort and mental anguish associated with the filter. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease retrievable vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the inferior vena cava (ivc) for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter tilt could not be confirmed and the exact cause could not be determined. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Additionally, the timing and mechanism of the filter tilt is unknown. Due to the nature of the complaint, the reported pain experienced by the patient could not be confirmed and the exact cause could not be determined. These clinical events do not represent evidence of a device malfunction. Clinical factors that may have influenced these events include the patient¿s pre-existing co-morbidities, pharmacological issues and lesion characteristics. The anxiety experienced by the patient does not represent a device malfunction. Anxiety, part of the body¿s natural response to stress and can cause feelings of, but not limited to, nervousness, mental anguish, fear, unease and worry. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused tilting of the filter. The initial information indicated that it was a trapease filter, however, the implant records noted that an optease filter was placed. The patient also reported discomfort and mental anguish and that there was an unsuccessful removal attempt which left the device in place; however, the form also states that there has been no attempt to remove the device. The indication for the filter implant was prophylactically for surgery following a motor vehicle accident where multiple trauma was sustained. Injuries from the accident were listed as mild concussion, possible brief loss of consciousness, closed left segmental femur fracture, open left tibia fracture, hemorrhagic shock, scrotal laceration, left l5 burst fracture, mesenteric hematoma with small hemoperitoneum, l1 to l5 left transverse process fractures, left closed rib fracture, left lateral abdominal wall evulsion injury, diffuse soft tissue injury, post-traumatic respiratory insufficiency, systemic inflammatory response syndrome, post-traumatic coagulopathy, acute lung injury, hypophosphatemia, thrombocytopenia, encephalopathy, mild delirium, atelectasis, hypokalemia and stress hyperglycemia. The patient was also noted to be obese. The filter was placed via the right common femoral vein and deployed below the level of the renal veins. The patient tolerated the procedure well and had no immediate complications. Follow-up injection showed the filter to be well within the inferior vena cava (ivc). At some point post discharge, the patient was seen in the emergency room for complaints of a headache, the records of that visit were not submitted in entirety. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease retrievable vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the inferior vena cava (ivc) for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter tilt could not be confirmed, and the exact cause could not be determined. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuosity. Additionally, the timing and mechanism of the filter tilt is unknown. Due to the nature of the complaint, the reported pain/discomfort experienced by the patient could not be confirmed and the exact cause could not be determined. These clinical events do not represent evidence of a device malfunction. Clinical factors that may have influenced these events include the patient¿s pre-existing co-morbidities, pharmacological issues and lesion characteristics. The anxiety experienced by the patient does not represent a device malfunction. Anxiety, part of the body¿s natural response to stress and can cause feelings of, but not limited to, nervousness, mental anguish, fear, unease and worry. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to tilting of the filter. Additional information received per the patient profile form (ppf) states that the patient experienced tilting of the filter, discomfort and mental anguish. The form states there was an unsuccessful removal attempt which left the device in place; however, the form also states that there has been no attempt to remove the device. The previously reported device was the trapease filter. The ppf form states the device was an optease filter. Per the implant records, the patient had a motor vehicle accident, and the filter was implanted prophylactically for surgery. The optease filter was placed below the level of the renal veins. The patient tolerated the procedure well and had no immediate complications. Follow-up injection showed the filter to be well within the inferior vena cava (ivc). According to the medical records provided, the patient¿s discharge diagnoses listed multiple traumatic injuries including mild concussion, possible brief loss of consciousness, closed left segmental femur fracture, open left tibia fracture, hemorrhagic shock, scrotal laceration, left l5 burst fracture, mesenteric hematoma with small hemoperitoneum, l1 to l5 left transverse process fractures, left closed rib fracture, left lateral abdominal wall evulsion injury, diffuse soft tissue injury, obesity, posttraumatic respiratory insufficiency, systemic inflammatory response syndrome, posttraumatic coagulopathy, acute lung injury, hypophosphatemia, thrombocytopenia, encephalopathy, mild delirium, atelectasis, hypokalemia and stress hyperglycemia. The patient was also evaluated for complaints of headache post discharge.

Manufacturer narrative:
Occupation: other, senior counsel, litigation. Date of event: please note that the exact event date is unknown and the event date is the complaint awareness date. Description of problem or event: as reported, the patient underwent placement of a trapease vena cava filter. The indication for the filter placement was not reported. The filter subsequently malfunctioned including, but not limited to filter tilt. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the inferior vena cava (ivc) for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter tilt could not be confirmed and the exact cause could not be determined. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Additionally, the timing and mechanism of the filter tilt is unknown. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Please note that this is the initial/final report for this product.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to tilting of the filter.